Event description:
The pt experienced a loss of stimulation and a return of tremors following the use of electrocautery to removed cancerous cells on her face. Cautery caused the pt extreme pain (source of pain not specified). The type of cautery was not specified. The pt was seen in clinic. Unipolar impedances were greater than 2000 ohms on all of the right-sided electrodes. Therapy impedance was 990 ohms and 35 microamperes with following deep brain stimulator settings: amplitude: 3.1 volts, pulse width: 60 microseconds, frequency: 160 herts, electrode settings: 0+,1-. On the left-sided system, the case-0 impedance and current was 1445 ohms and 12 microamperes when tested at 2.5 volts and a pulse width of 210 microseconds. The case-1 impedance was 1034 ohms and 16 microamperes tested at the same setting. The pt experienced jolting when the case-1 impedance was tested. Testing was stopped. No pt treatment or outcome was reported. Additional info has been requested. A follow-up report will be submitted if additional info becomes available. Please see MFR. Report # 3004209178200807608.